Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error as it was a duplicate of (B)(4), MFR report # 9617032-2025-02157.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing and blood leaked out during collection. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing and blood leaked out during collection. There was no health impact or consequences reported.

Manufacturer narrative:
B3: the specific date of event is unknown. The date indicated was october 2025. 01oct2025 was used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. E4. The initial reporter also notified the FDA on oct, 2025. Medsun report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.